Manufacturer narrative:
Concomitant product: 5076 lead, implanted: (B)(6) 2008.

Event description:
It was reported that the implantable pacing lead was ¿bad¿ and was to be replaced. It could not be determined if it was the right ventricular (rv) or right atrial (ra) lead that was to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.